Event description:
A 67-year-old patient presented to the emergency department with acute decompensated chronic cardiomyopathy and worsening chest pain for 3¿4 months. Cardiac catheterization revealed severe multivessel disease, ejection fraction of 20%, and end-diastolic pressure of 30 mmhg. The patient was admitted for coronary artery bypass grafting and developed severe chest pain, prompting placement of an impella device via the right femoral artery for hemodynamic support. Mild oozing at the impella site was noted, controlled, and the dressing was changed. The patient underwent off-pump bypass surgery without mitral valve repair. The impella provided effective support during multiple hypotensive episodes and one episode of ventricular tachycardia. Based on the case information available, the impella cp will be coded for minor bleed. The hypotensive episodes and tachycardia were primarily due to severe left ventricular dysfunction, ischemia during bypass grafting, and perioperative hemodynamic stress, and rather not device-related. The device actually helped maintain perfusion during these critical events. Bleeding is a known device-related risk for the impella cp as written in instructions for use. Access site bleeding in this case is most likely due to large-bore femoral access combined with systemic anticoagulation and device manipulation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D4. Serial corrected.

Manufacturer narrative:
Additional information was provided and noted the following: the hypotensive events and tachycardia were during a coronary artery bypass surgery that was off pump and the surgeon elected to increase impella cp flow support during these events to assist with the surgery. Of further note, the information indicated that the catheter is not available for return. Correction. D1 brand name was corrected accordingly.

Manufacturer narrative:
Tachycardia/hypotension: the cause of the injury was not determined due to insufficient clinical details. Asae /minor bleed: the root cause of the access site adverse event was not determined due to insufficient clinical details.